Event description:
On 1/23, the pt visited the school infirmary because she was not feeling well. A lab blood glucose test was taken, with a result of 450 mg/dl. The pt's meter read 250 mg/dl at the same time. She was advised to proceed to the hosp where she was admitted with a diagnosis of diabetic ketoacidosis and treated with saline IV and antibiotics (no insulin was given). Another comparison was performed on 1/24 with the pt's meter and a hosp meter. The results were 293 mg/dl and 337 mg/dl (13% difference) with the clinically acceptable variance level of 15-20%. The meter is not cleaned according to MFR's recommendations. No water is used on the meter optics. In addition, the pt was testing while in a dehydrated state. The owners manual states that meter results may be significantly lower than the true concentrations if excessive water loss or dehydration occurs. The meter was in calibration on 1/24, reading 84 versus a range of 75-99.